Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Reproducible noise was discovered on the atrial lead. Lead replacement was scheduled. The patient was stable and discharged from the hospital.

Event description:
New information revealed that the lead was capped and replaced on (B)(6) 2019. The patient was stable.